Event description:
Additional information: it was reported that the patient experienced neck and back pain following a pump replacement. The patient had "been feeling an increase of pain over the past couple month" and went to the hcp. A dye study was performed and the results were "that the tip of the catheter had been broken". The pump was revised and the patient was doing well. At that time "she was discharged with no complications". Over "the next day or 2, she became lethargic, confused" and "other symptoms". Another hcp was contacted. "At the time of her admission she was confused, minimal responsive. She was given narcan 0.5mg which she did respond to". It was noted that the patient had been taking opana in addition to the morphine pump. She did receive her opana while hospitalized and it was noted that she did have an "episode of hypotension". Per hcp it was believed that the most recent hospitalization/event was "because while in or the patient was started on more drug than she should have been". It was reported that later the patient was having an escalation of neck and back pain secondary to her pump being turned down to the lowest setting. The patient was also diagnosed with pneumonia as well. Per patient she was having "chest discomfort with deep inhalation" per patient the pain starts in her back and does radiate to the chest. Per hcp "the patient is doing well but still hasn't reached adequate pain coverage and they are very slowly increasing her drug over time to reach adequate pain coverage".

Manufacturer narrative:
Dacron pouch model 8590-1 lot# n245023 serial# unk implanted: 2011/(B)(6) explanted: unk.

Event description:
It was reported that the patient was admitted to the hospital unresponsive on (B)(6) 2011. The pump was programmed to the minimum rate mode. The patient was seen in the clinic on (B)(6) 2011 to program the pump to a simple continuous infusion. The drug in the pump was morphine. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Catheter model #: 8731sc, lot #: n276058005, implanted: (B)(6) 2011, explanted: unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.